Event description:
The following has been reported: pump problem warning, no further information provided. On-site, the pump was cleaned and ran test infusion, no further alarms. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: potential occlusion alarms, no pump malfunction is assumed. This is being reported conservatively as no set information was provided and there is no evidence that this was a set up issue. Unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No set was returned for evaluation. The pump was returned. The pump was reported by the customer for occlusion alarms which were unable to be produced during mock infusions. Device logs were reviewed which were able to confirm a repeated failure occurring in the power processor of the main pcba. An internal investigation was conducted to locate any potential signs of damage and no internal damage was identified. The lever arm was found to be bent. Additionally this device falls under the spring cage recall.

Manufacturer narrative:
Section d updated to align with the information listed on gudid.